Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the small grasping retractor had a cable failure and the instrument could not be moved on either direction as it was supposed to. There was no report of a fragment falling into the patient, and there was no report of cable damage. The procedure was completed as planned with no patient harm. Intuitive surgical inc. (Isi) followed up with the robotics coordinator on 19-apr-2022 and obtained additional information. The instrument was inspected prior to use and no issues were noted. Prior to returning the instrument, she noted that it did not look like anything snapped out or that a cable was loose, the instrument was just not moving. The instrument has been returned to isi for analysis. No further details were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measured approximately 0.032¿ x 0.046¿. The root cause of this issue is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument logs for small grasping retractor (part# 470318-10 / lot# n10210118 / sequence # 0051) associated with this event was performed. The instrument was last used on 24-feb-2022 on system serial sk1160 with 3 uses remaining. Based on this review, the instrument was not used during the alleged event reported in this record and it was not used in subsequent procedure(s) after the alleged event reported in this record. There was no image or video clip submitted for review. This complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.